Manufacturer narrative:
Continued from initial reporter: phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV¿, pain, deformity, capsular thickening grade IV, nodular image with lobulated contours, irregular contours, double capsular line image, fibroadenoma, and ¿both axillary regions are identified some lymph nodes. Also reported lump/nodule, not device related.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "left breast with an image suggestive of fibroadenoma", "both axillary regions are identified some lymph nodes"," irregular contours, anechoic interior, with bilateral capsular thickening with double capsular line image" ,"a nodular image with lobulated contours was observed","patient had experienced pain deformity and contracture and capsular thickening grade IV as showed per ultrasound and physician exploration", and crease/folding of implant. Device remains implanted.